Manufacturer narrative:
E1: patient city: (B)(6), patient country: united arab emirates. .

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient experienced infusion set was leaking at quick release site which occurred on (B)(6) 2024, which cause the patient blood glucose level was elevated, therefore patient had received manual injection. No further information available.